Event description:
It was reported that the needle broke during use and the tip of the device remained in the patient's bone and could not be removed. It should be noted that the procedure was completed successfully. There was a 2 hour delay to try and remove the broken piece as well.